Manufacturer narrative:
The meter has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an error 1 message. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Follow up #1 02/03/2016 device evaluation: the meter has been returned to animas and evaluated on 01/20/2016 with the following findings: the meter powered up normally and was paired successfully with a test pump. An error 1 message was observed in meter records download. No errors occurred during testing. The complaint was verified in the meter records download but could not be duplicated during the investigation.